Manufacturer narrative:
The cannula seal accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the inner plastic part of the 8mm cannula seal accessory was found to be missing during removal of the obturator. It is not clear if the piece fell into the patient; however, laproscopic abdominal exploration was performed. No pieces were located. As of (B)(6) 2011, there has not been a report of patient harm, adverse outcome or injury as a result of this event.